Event description:
Device report 1 of 3: reference MFR report 1627487-2011-09142. Reference MFR report 1627487-2011-09143. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2009. It was reported the pt experienced a fall within the last two months, as a result pt reported a sharp pain at the ipg implant site. Pt also reported an episode of a migraine headache and an epileptic seizure. In addition it was reported pt has been experiencing charging issues with her ipg, to resolve this issue a replacement charging system has been sent to her. The pt is working with her physician and the sjm representative to discuss the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.